Event description:
Another manufacturer's stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Vessel morphology was reported as the right iliac artery had mild tortuosity and the left iliac artery was severely tortuous, no calcification. Aortic neck diameter at the renal arteries was reported as 29 mm, 15 mm below the renal artery was 35 mm and 2 mm in length. The physician elected to treat the other manufacturer's migrated stent graft with a talent thoracic device. It was reported that during the deployment of the device, it was inadvertently pulled down by the user, approx 1 cm, resulting in inaccurate delivery and a type I endoleak. The physician implanted a 36 talent abdominal cuff resolving the inaccurate delivery and the proximal type I endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak); (severely tortuous vessel and short aortic neck); (the user inadvertently pulled the stent graft down).